Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problems ("add gel/replace belt" messages) have been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open trunk cable pulse wire in the distribution node shorting to the u713 processor. The cause of the failure was the short. The cause of the short was the open wire. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "add gel/replace belt" messages